Manufacturer narrative:
On march 01, 2024, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with a 275cc mentor smooth round moderate profile saline breast implant. Post-operatively, the patient experienced a deflation of her left prosthesis, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with a 275cc mentor smooth round moderate profile saline breast implant on (B)(6) 2024.

Manufacturer narrative:
On (B)(6) 2024, mentor completed a visual inspection, microscopic examination and thickness measurement of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have an area of missing material measuring approximately 0.3 x 0.3 cm on the posterior view. In addition, the breast implant was found to have a tear measuring approximately 1.1 cm within a crease/fold on the posterior view. Microscopic examination was performed on the edges of the missing material, no parallel striations were found in the missing material. Therefore a thickness measurement was conducted on the shell at the missing material, and the thickness was within manufacturing specifications. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).